Manufacturer narrative:
Additional manufacturer narrative: post-operatively, the patient experienced recurrent episodes of arrhythmias. He was treated with oral medications with no evidence the rhythms were treated with permanent pacemaker or cardioversion. In addition to the coronary artery disease and pre-op myocardial infarction, significant past medical history for this patient included dvt (deep vein thrombosis) approximately 26 years ago and branch retinal vein occlusion (cause of occlusion was not provided).

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted due to thrombosis after an implant duration of four (4) days. Through investigation, records revealed the patient underwent coronary artery bypass grafting x4 (cabgx4) and mitral valve replacement for severe ischemic mitral regurgitation. Pre-op ejection fraction was 30%. Due to the mitral disease pathology, the mitral valve was replaced instead of attempting a mitral valve repair. Anterior and posterior leaflets and subvalvular apparatus were spared. After the CABG and mvr were completed and the mitral valve was confirmed to be well seated, an attempt was made to wean cardiopulmonary bypass (cpb). Despite high doses of inotropic medications, multiple attempts to wean cpb were unsuccessful. Initially, an intra-aortic balloon pump was implanted to facilitate cpb weaning. The patient did not tolerate weaning. An attempt to wean cpb with a left ventricular assist device was not successful. Finally, the patient was placed on extracorporeal membrane oxygenation (ECMO) and was able to wean off of cpb. Post-cpb tee showed the mitral valve to be functioning properly. The patient was taken to ICU in critical, but stable condition. Post-op diagnosis included post-cardiotomy cardiogenic shock. The patient's condition improved with evidence of myocardial recovery. On post-op day #4, the patient was taken to the operating room to discontinue the ECMO. During this operative procedure, a tee was performed. On tee, the patient was observed to have some left ventricular dysfunction. Also noted on tee was severe mitral stenosis and "not normal excursion" of the pericardial valve leaflets. During re-do mitral valve replacement, clinical observation noted "thrombus all over the sewing ring on the left atrial surface" with normal appearing leaflets on the atrial surface. One leaflet "did not move." Inspection of the ventricular surface revealed, "thrombus covering all the leaflets on the ventricular surface." The native posterior leaflet was preserved, but the anterior native leaflet was excised during replacement of the mitral prosthesis. A second pericardial valve of the same size was implanted without noted issues. With placement of an iabp, the patient weaned from bypass without any significant difficulty and was noted to have good cardiac function. No issues were noted with the newly implanted pericardial valve. The patient returned to ICU.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.